Event description:
It was reported that the wake button was sticking. Customer's blood glucose (bg) level was below 40 mg/dl. The customer address their bg by consuming carbohydrate. Replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.